Event description:
Eighteen months after cochlear implant surgery, this child reportedly bumped his head at the implant site and was no longer able hear with his implant. It was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery has been recommended but has not yet been scheduled.